Manufacturer narrative:
The service engineer (se) inspected the device and was not able to duplicate the reported issue. The se extended self-testing, short self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, the clinician switched the 980 ventilator from wall air gas to an o2 (oxygen) tank source. The ventilator generated a ¿no o2 supply¿ error message. Reportedly, the clinician proceeded to connect the ventilator back to the wall air source and the ventilator went into a safety valve open condition. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.